Event description:
It was reported that programmer rf (radio-frequency) head (B)(4) is unable to interrogate, and (B)(4) has a frayed cord. The rf heads were returned for repair. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the rf head was unable to interrogate to the cable being out of electrical specification. (B)(4): analysis confirmed the reported event, the cord was frayed.